Event description:
It was reported that customer pump had cracked and shattered touchscreen and was described as broken. There was no reported impact to the customer¿s blood glucose level. Customer was in a hurry and planned to call back from home, and technical support noted that pump was out of warranty and planned further follow-up under related case, with no additional outcome information provided.